Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a left anterior descending artery. The pt presented with st elevations. The physician predilated the lesion with an unk balloon. A 4.00x16mm taxus liberte' drug eluting stent was advanced and crossed the lesion with no resistance. When the physician attempted to deploy the stent he noticed that it was no longer on the balloon. The stent was located in the femoral artery using cine. The physician did not deploy the stent. The procedure was completed with a 3.5x16 taxus liberte' drug eluting stent. No further pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.